Event description:
It was reported that medfusion 4000, acu watchdog failure. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper seal were intact. Housing top case cracked by the front left and right bottom corners. Cracked right plunger case and visible contamination. Upon inspection, reported problem duplicated during power up process. The issue was due to main pcb not functioning as intended. Main pbc board was replaced.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the front left and right bottom corners. Cracked right plunger case and visible contamination. The reported problem was duplicated during power up process. The root cause of the reported issue was found to be [brief summary of rc results the main power control board. Did not operate as intended. Actions were taken to mitigate the reported issue: replaced the main power control board.